Event description:
Integra lifesciences corp was contacted regarding this incident by the spouse of the patient in question on february 4, 2000. Surgery was performed in 1999 for removal of a nasal palantine cyst. Approximately 1 week after the procedure the oral surgeon noted a white material extruded from the surgical site. This white material was not identified. The patient experienced pain, and in 1999 underwent an additional surgery at the same site, performed by a different oral surgeon. This surgeon indicated that fibrous material was removed from the site. The patient experienced no relief from pain. In 1999 a third surgery was performed by the second surgeon, who indicated amorphous material was removed and the bone appeared normal. Biopsy concluded dense scar tissue was present. Patient still experienced no relief from the pain. Marcaine was injected into the surgical site approximately one week before this report was received by integra lifesciences corp. This resulted in some pain relief.